Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after an unspecified duration of pod wear, the patient developed a rash and abscess at the infusion site on the abdomen, which prompted him to seek medical attention. The patient reported consulting a healthcare provider during a pre-scheduled routine visit on (B)(6) 2026, where he was diagnosed with an infection. According to the patient, the healthcare provider instructed him to discontinue omnipod use for four weeks and advised that antibiotic treatment was not required. No further symptoms were reported, and no additional information could be obtained despite multiple good-faith efforts for further details.